Event description:
A mcgaw "add-a-vial" binary connector was attached to a bag. The medication vial was activated per normal procedure after mixing, the infusion was started. It became clogged and would not run. On inspection, the small plastic tip of the connector flowed into the spike of the intravenous tubing. It became jammed in the spike and did not reach the pt. Intravenous flow did stop and bag changed.